Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the complaint. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Problem description: broken case. Lab observations (condition of unit as received): the module was received in dropped condition. Investigation summary: lvp was dropped. Front door was hanging by display harness. Re-assembled front but does not open as it should. Rear case is dented at rear lower right corner. Conclusion: handling issue. Rework: door and rear case replacement required. Proceed to testing. Disposition: route to service for normal process.